Event description:
While in use, one of the teeth of a penetrating towel clamp broke off and flew across the room. The clamp's 2 pieces were collected and inspected to see that all pieces were accounted for and they appeared to be so.